Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated their level 1 quality control (qc) was out of range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed decontamination on the instrument. The cse replaced the heterogeneous module wash probes, tubing and cassettes. The cause of the discordant, falsely elevated and discordant, falsely depressed cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely elevated and a discordant, falsely depressed cardiac troponin results were obtained on patient samples on a dimension rxl max with hm instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same dimension rxl max with hm instrument. For sample ID: (B)(6), the repeat results were lower. For sample ID: (B)(6), the repeat result was higher. The repeat results were within the expected clinical range. The customer reported out the repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated and discordant, falsely depressed cardiac troponin results.